Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information for the field indicated the noise may be caused by a patient ambulatory condition.

Event description:
During a follow-up, undersensing and noise on the device were noted potentially due to a patient ambulatory condition. Technical support recommended reprogramming, but no further intervention was performed at this time. The patient was stable with no adverse consequences.